Event description:
The suspect device exhibited variation in test results when compared with the lab. The following results were reported: inratio: 7.5; inratio: >7.5 (retest), lab: 2.3. The suspect meter shall be returned for further eval. A replacement meter was sent to the customer.